Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The unit was received pressurized. The enclosures were glued together. A functional evaluation was performed. The device failed the weight test. The piston migration was at 2.1 inches. The reported failure was confirmed and the root cause has been associated with a seal failure. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. It is recommended that the spider 2 IFU be reviewed regarding inspection of the plastic enclosure for any damage that could result in fluid entry. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that during the set up inspection, the spider 2 tenet was not working properly. Procedure was successfully completed with the same device. No delay and no patient injuries were reported. Results of investigation have concluded that this unit failed the weight test which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.